Event description:
Reporter alleged obtaining a discrepant blood glucose result of 254 mg/dl on advantage system 1 compared back to back with a result of 111 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal 500 mg of metformin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549947, expiration date 01/31/2009). Reference medwatch report is for the suspect device used in system 2.